Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator's event log was forwarded to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's blower motor needs to be replaced to address the issue.

Manufacturer narrative:
Device not returned to manufacturer.